Event description:
It was reported that the patient presented in clinic with bradycardia and dizziness. Interrogation revealed that the right ventricular lead exhibited loss of capture leading to the bradycardia. The lead was capped and replaced on (B)(6) 2021. The patient was stable.